Manufacturer narrative:
Additional information: on 8/22/2019, mentor became aware that the patient underwent bilateral device removal and replacement with saline mentor smooth round high profile 380cc breast implants, catalog number 3503380, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round moderate profile 350cc, catalog # 3501655, serial # (B)(4), lot # 7642415. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 350cc and experienced a deflation on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
Additional information: on 7/22/2019, the mentor failure analysis lab received the device for evaluation. On 8/8/2019, the product investigation was completed. Device evaluation summary: during evaluation of the device it was observed to be intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).